Manufacturer narrative:
The exact interbody cage used is unknown; however, medtronic is the manufacturer. The indications, safety and warning were reviewed for the titan endoskeleton posterior lumber products from medtronic. This is a product that could have been used or is similar to the cage used in the initial surgery. In the adverse events section the following is listed as a potential adverse event: "bone loss due to resorption or stress shielding". Additionally, ifus were reviewed from other spine orthopedic companies - zimvie, nuvasive and seaspine. All companies list a variation of "decrease in bone density due to stress shielding". This indicates that bone resorption due to stress shielding is a known risk for interbody implants. Therefore, the spinal interbody is most likely the cause of the osteolysis observed in this case. Ous flex fr IFU (p/n 40002-06-2) lists the following as potential adverse effects: "nonunion, malunion, or delayed union" and "incomplete, or lack of osseous ingrowth into the bone void, as is possible with any bone void filler." As such, no updates are required for the IFU. Based on the information gathered, there is no causal link between the flex fr product and the osteolysis. The initial implanted titanium cage and I-factor were removed in a revision surgery. After explanting I-factor, surgeon implanted a peek cage and filled with bmp/dbm. The osteolysis issue persisted with a different cage and graft material. This indicates that there is another cause for the observed osteolysis. Such causes could be patient age, patient's health, and patient's bone health. Additionally, bone resorption due to stress shielding is a known risk for interbody implants.

Event description:
The revision surgery was done after osteolysis was found in post-op follow up. The titanium cage was replaced by a peek cage and filled with bmp/dbm. Surgery date unknown. The osteolysis persisted, surgeon revised the case again as he found the screw construct is loosen, all the implants were finally removed. 2nd revision surgery date is unknown.